Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the ipg and that it would not hold a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible ipg. The explanted ipg was not returned.